Manufacturer narrative:
The steris fine traction device was sent back to montgomery manufacturing for evaluation where it was determined that an incorrect part was used during the assembly of the accessory. Steris corporation has initiated a voluntary field correction ((B)(4)) on all affected fine traction devices.

Event description:
The user facility reported that while a patient was being setup, the tracking assembly system would not rotate. The patient was transferred to another table and the case was completed successfully. No injuries to hospital staff or patients were reported. A procedural delay was reported due to the transfer of the patient.